Manufacturer narrative:
Customer stated that the sample has been discarded, due to the sample being contaminated. Lot number is unknown; therefore a batch review cannot be performed. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Event description:
The customer reported a clearlink secondary medication set that separated and pulled out of a 250-500 ml dextrose solution container during chemotherapy causing the chemotherapy to leak and spray out of the bag. This incident occurred during patient use with an unknown chemotherapy drug. A nurse in the room was sprayed with the unknown chemotherapy drug but was not injured. The hospital facility followed normal protocol for the cleaning and removal of the chemotherapy spill. There is belief that this incident could be related to the spiking technique of the bag, however this facility has seasoned nurses on staff. The customer has recently switched over to baxter products at the beginning of this year. Samples will not be sent in for evaluation as they were contaminated with chemotherapy and were discarded. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. However, a new sample from with the possibility of being from the same lot was sent in for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. The set was spiked passed the chamber into a solution bag; the set was fully primed. Visual inspection of the bag septum showed no puncture site. The spike was removed and re-inserted to the spike chamber. The sample was then hung from an in-house hanger and the tubing was manually pulled to test for separation. The set was then removed and spiked into the b/braun solution bags respectively and again tested for separation using the method as with the solution bag. The reported condition was not confirmed.